Manufacturer narrative:
The patient age and date of birth were not provided. The report of driveline fault alarms can be confirmed based on the submitted log file; however, a specific cause for the alarms could not be conclusively determined. Review of submitted x-rays for the internal and external portions of the driveline did not reveal any areas of shield breakdown. Approximately 16.5 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the replacement, the patient continued to experience driveline fault alarms. A review of the log file indicated the pump appeared to be functioning normally throughout the log file at the set speed of 9800 rpms. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic stating that they exchanged the system controller after receiving a red heart alarm. Device interrogation showed a driveline disconnect, however, the patient denied disconnecting the driveline. The patient was asymptomatic. On (B)(6) 2016, the patient reported that the second system controller displayed a connect driveline alarm, even though the driveline was connected. The system controller was exchanged and the patient was admitted for further evaluation. X-ray images and log files were reviewed by the manufacturer's technical services representative. X-ray images did not show any obvious areas of damage to the driveline. Review of log file data revealed a driveline fault alarm and which appeared to be due to fatigue or breakdown within one of the wires. On (B)(4) 2016, technical services arrived onsite to perform an external driveline repair. Post repair, there were no immediate driveline fault alarms. It was reported that on (B)(6) 2016, the driveline fault alarm occurred again. It was reported that the patient was doing fine and the customer will monitor the patient and the driveline wire affected. It was reported that the patient currently has cancer and is receiving chemotherapy treatments. The hospital felt that monitoring the patient was the best course of action. No further information was provided.